Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. No adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.